Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Additional information: please estimate amount of time the stent was in place prior to this occurrence. (B)(6) 2017. Did any section of the device detach inside the endoscope or patient? Approx. 2 cm of the inner end of the pancreatic stent (gpso-7-13)". The gpso-7-13 device of unknown lot number involved in this complaint was not returned to cirl for an evaluation, therefore a documentation based investigation was carried out. A review of the manufacturing records could not be performed as the lot number was not provided. As the device was not returned to cirl for an evaluation, a definitive root cause of the customer complaint could not be conclusively determined. The customer complaint was confirmed on customer testimony. Input was sought from research and development engineering and it was noted that "the removal technique could be a possible cause of failure; however it is not possible to tell the true cause of failure based on the information provided". Prior to distribution, gpso-7-13 devices are subjected to visual inspection and functional checks to ensure device integrity; due to these checks, it is not likely that there was any anomaly on the stent that could have contributed to the complaint issue. According to the instructions for use, (IFU) the user is advised as follows: "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precaution section of the IFU states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Doctor was going to take out 2 pancreatic stents that was placed (B)(6) 2017 at the same unit. He took a boston scientific sensation short throw mini oval snare around both stents and pulled them out. He saw that the longest (gpso-7-13) had broken approx 2cm from the end that was inside the pancreatic duct. They could also see it on x-ray. He placed the wire inside again and went in with a soehendra stent retriever to try to manipulate it out, and managed to do this after a while, and there were no more parts missing on the stent.